Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an energy message during refractive laser ablation. Additional information received; laser shut off at 50 percent of the treatment and the patient is reported as doing "ok".

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During onsite visit the fse (field service engineer) replaced sensor & board, the system meets company specification. This is a known issue and a non-conformance investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on sensor. Label is sporadically placed incorrectly on sensor and conductive layer may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. The manufacturer internal reference number is: (B)(4).